Event description:
It was reported that the patient underwent generator explant due to infection at the generator site. Device history records were reviewed and the device passed all functional specifications and quality tests and were sterilized prior to distribution. Device evaluation is not necessary as reported events are not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.